Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested, a power on self-test performed and an alarm log review was completed. During visual inspection the damaged latch roller was noted. The cause of the damage is unknown. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.